Event description:
It was reported that the system 9800 initialized with an interlock error during a procedure. The system was replaced and the procedure continued without further incident. No pt information was reported and no adverse pt event was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the power motor relay and the power signal interface boards due to suspicion of faults on the 24 vdc lines. Also replaced the generator driver board. The malfunction was verified. The system was tested and found to be working as intended and placed back in to service.